Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. Customer administered manual injections to address bg level. The customer changed supplies and resumed insulin therapy.